Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false set detection. The cause was determined to be a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported that there was no patient injury.